Event description:
As (B)(6) male pt's doctor contacted zoll for an unrelated issue. During servicing of the pt's electrode belt, a reportable problem was discovered. The electrode belt failed the hi-pot and fall off tests. The pt was issued a replacement belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was cut. The cause of the hi-pot and fall off test failures is a short in both pulse wires. The cause of the short is the damage to the trunk cable. The root cause of the damage to the trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.